Manufacturer narrative:
Corrected data: the previously submitted MDR inadvertently provided the wrong software version.

Event description:
It was reported that the physician's programming tablet has a blue background color from the first day it was opened. It was reported that the tablet works, but a new tablet was requested. The physician was provided a new programming tablet. The malfunctioning tablet is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.

Event description:
The suspect tablet was received by the manufacturer. Analysis of the device was completed and no anomalies were found when using the tablet with the ac adapter or a fully charged main battery. The tablet performed according to specifications.